Event description:
Customer reported the lancet would not retract into the accu-chek softclix lancet device. No accidental stick or adverse event reported. New device sent to customer and return requested.